Manufacturer narrative:
The customer contacted a siemens customer care centre (ccc) and stated that their quality controls were out of range. The ccc specialist instructed the customer to check the sample probe. The customer stated that they had replaced the sample probe but did not align it. Upon the ccc specialist's instructions, the customer aligned the sample probe and ran system check, which passed. The ccc specialist reviewed the error log, which did not show any sample level sense errors. The customer had run a patient sample from the sample cup, which they believed to be low, therefore, they reran quality control and determined that it was out of range. The customer believes that the sample cup used for initial testing and small sample container cup used for repeat testing had low sample volume. The customer stated that they reran quality control and patient samples with sufficient sample volume and the results were acceptable. A siemens headquarters support center (hsc) reviewed the event data and does not suspected an instrument or reagent issue. The hsc stated that failure to perform necessary alignments may have contributed to the issue and concluded the potential cause of issue to be due to the insufficient sample volume. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant glucose (gluc) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The customer stated that the patient condition and history did not indicate low result. Therefore, the sample was repeated on the same instrument, which resulted higher and was more in line with the patient's presentation and history. The initial and repeat results were not reported to the physician(s). No redraw was obtained from the patient to verify the result as the patient profile was not required by physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant gluc result.